Event description:
.

Manufacturer narrative:
(B)(4). Do you know why a leak test was not completed during the initial procedure?---leak test was not performed during the initial procedure. Was the patient in the hospital when he went into hypovolemic shock?---yes. Was the patient's hospital stay extended as a result of the post-operative events? If so, how long?---we have no detailed information but probably stay extended. Has the patient been discharged from the hospital? If so, when? --we have no detailed information. Did the surgeon indicate that the post-operative events were not a result of any device issue, rather patient and tissue conditions?--- unmentioned. What is the current status of the patient?---the patient was stable. How long has the surgeon been using this device for this procedure? ---we have no detailed information. Was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? ---yes. Was the sales rep present during the surgeon's first few cases to insure the instrument was used in accordance with the IFU? ---yes. Was the rep present for this case? ---yes. What predicate device was used by the surgeon? ---we have no detailed information. Was there a recent conversion to ees devices in this account or with this surgeon? ---we have no detailed information.

Manufacturer narrative:
(B)(4). Ees field quality engineer reviewed three pictures and provided the following observations, comments and conclusion. Pictures 1 and 2 show a vertical anastomosis staple line that, in my opinion, appears abnormal, wavy and splayed. The line appears as if there may have been some tissue tension and / or movement causing bunching during the firing stroke. This however is just speculation based on the pictures. Picture 3 shows where the leak was identified during re-op. The picture also shows a couple of staples that appear to have good form. Comments: per the event description, a pancreatic leak was mentioned. Do not know how that may have occurred and these pictures are not relevant to that noted issue. Fqe cannot be certain of how the anastomotic staple line looked during the original procedure, but based on the pictures, if there was an issue, fqe believes a pressure test would have probably identified it intra-operatively. Based on the pictures, fqe cannot identify any issue with the device performance (noted that pictures were taken 9 days post operatively). The possibility of a staple height selection mismatch might have had some interaction; however if fqe had to speculate, fqe would lean toward some tissue flow creating a little bunching. Another contributor could have been the tissue not being fully compressed (waiting 15 seconds after clamping device) prior to firing. Fqe was not there so this comment should be taken as just a reminder that not waiting 15 seconds can impact tissue thickness relative to staple selection and tissue flow.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the doctor commented as follows, minor leak of pancreatic fluid was found after the operation. There was a possibility that the anastomotic site had a high pressure, because the pressure of inside the intestinal tract increased by paralytic ileus. No device will be returning. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that nine days after an open colectomy, a leak was found. The first operation on (B)(6) 2011 completed a functional end to end anastomosis. The (B)(4) was used for anastomosis on the colon. After that, a competitive device was used to close the insertion slots of (B)(4). The staple height was gold. Drain was not used. The device did not clamp anything hard such as an existing staple line or clip. Reinforcement material was not used. The anvil fork and the cartridge fork were combined without having been out of alignment. Although the target tissue was slightly dilated, it was within the usual range. The target tissue was clamped evenly. No unexpected resistance was felt at the closing and the firing. The deployed staples were seemed to be proper formation. No leak test was performed at the end of the operation. After the operation, peristalic activity was not recovered well and the patient developed paralytic ileus. As the patient had symptoms such as vomiting, magengeschwur tube was placed for several days. There was passage of stool and a little gas. The patient had difficulty in moving because of dementia. At 11:00 am on (B)(6) 2011, the patient went into hypovolemic shock. Air was found in the abdominal cavity with CT scan. As ileus by blood circulation disorder was suspected, the patient was transported to the operation room at 15:45. Reoperation was started at 16:00. Before the reoperation, CT scan was performed, but the formation of staples could not be confirmed. During the reoperation, there was no bleeding. The leak was found near the staple line and oozing occurred at the leaking site when the site was pressed. The doctor confirmed that there were no malformed staples. The leaking anastomosis site was cut and the procedure was completed by creating a stoma. Leak test was not performed. The operation was completed at 18:00.

Event description:
.